Event description:
It was reported that the user experienced bluetooth connectivity issues between a dexcom g7 sensor and the ilet, resulting in signal loss and the need to reconnect; support guided the user to toggle dexcom g7 settings and restart the ilet, with instruction to allow time for pairing, and blood glucose levels were reported as unaffected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and education focused on reconnection steps for the cgm-to-ilet communication pathway. Investigation of this case revealed no clinical impact and no identified device malfunction beyond transient signal loss, with the responsible device not identified. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent connectivity issue consistent with known bluetooth pairing behavior.